Manufacturer narrative:
(B)(4). Final analysis of neurostimulator model 3058 (lot# njy122454h) showed ipg (implantable pulse generator) was functionally ok. Ins (implantable neuro stimulator) output was tested at the distal end of a known good lead. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the lead. A setscrew was backed out too far, which was able to be repositioned and secure lead.

Event description:
The device was returned to the MFR. It was explanted due to pain/discomfort. Additional info was requested.